Manufacturer narrative:
The insulin pump had constant alarms after battery changes due to faulty component on the interface board noted. The insulin pump was received with cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump needed to be reset and rewind after every battery change. Insulin pump alarmed multiple unexpected restart alarms. Customer's blood glucose was 112 mg/dl. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.